Event description:
Boston scientific received information that during a normal patient follow up, this pacemaker and right ventricular lead presented with noise that was oversensed and resulted in stored episodes. Noise observed in the unipolar and bipolar sensing configurations. The r-wave amplitudes are 3-5 mv and the pacing impedance measurement is 370 ohms in the unipolar configuration. Although the noise was oversensed, this patient is not pacemaker dependent and it did not result in asystole for more than two seconds. No adverse patient effects were reported. Boston scientific technical services was contacted for further assistance and a copy of the strip was sent in for evaluation. A ts consultant discussed that the noise observed in the first two strips appeared to be mechanical while the last strip appeared to be due to myopotentials. As the lead was in unipolar configuration, myopotential noise is common. The ts consultant provided troubleshooting that could be performed to further evaluate the system. The lead and device remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.